Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the finger stick (fs). The sensor was inserted on (B)(6) 2015, and the event took place on (B)(6) 2015. Patient's cgm was reading in the high 200s when the patient blacked out and was administered orange juice to recover. Patient checked fs which read at 48 mg/dl. Patient did not calibrate properly according to user guide recommendations. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported problem cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: a. Do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. B. Do not calibrate if the glucose reading error symbol shows in the status area. C. Do not calibrate if the out of range symbol shows in the status area.